Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) stopped displaying gas loss in iab circuit. No patient harm was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: e1(site country), h6 ( type of investigation, investigation findings, investigation conclusion, component code). Additional information: e1(postal code: (B)(6)). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the drive manifold and pim assy, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.